Event description:
The customer reported that the device had an issue with the paddle adapter plate. There was no info provided regarding pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.